Manufacturer narrative:
As received, a complete lead was returned in two pieces. The double bend height was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual inspection of the lead revealed no anomalies except for procedural damage.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, loss of capture was noted on the left ventricular (lv) lead. Diagnostic imaging confirmed lv lead dislodgement. The lead was explanted and replaced to resolve the event. The patient was stable.